Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on (B)(6) 2019. It was reported that regarding the MRI performed, there was no change from the previous study and no evidence of the pump causing compression. It was noted that the patient had a major spinal surgery one week prior to the complaints and there was no significant pump movement at that time. The pump reportedly remained implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl (concentration and dose unknown) via an implanted pump for non-malignant pain. The call was regarding requesting compatibility guidelines for an MRI and a MRI document was sent. The reporter was instructed to call the manufacturer to schedule a company representative (rep) to come to the hospital to ¿cut the pump off¿ for the patient to have an MRI. It was reviewed the patient was not able to schedule appointments with the rep and the reporter was going to find the head nurse so the nurse could be transferred to have a rep paged. It was noted the MRI was due to a problem with the device or therapy and a sudden increase in pain was reported. It was noted the patient was walking down the hall with her walker when she had sudden pain in her left leg. The patient¿s left leg had gone numb and she was crying and was in so much pain and hurting very badly. The patient was taken to the hospital and she was admitted for testing to determine what the pain was from. It was further reported the pump had moved gradually. It was determined the pump which had been implanted in the left hip was loose and moving around under the skin. It was determined the pump had physically moved and that the pump movement was what was causing the pain in the leg. It was noted they determined the pump had been gradually moving for about 4-5 months now. It was reported they had been increasing the medication 15% every week, but the dose and concentration were unknown. The sudden increase in pain started on (B)(6) 2018 and the pump gradually moved on the date of this report. No further complications were reported/anticipated or expected.